Event description:
A peritoneal dialysis pt has reported that dialysis solution was found underneath the cycler on the cart. There was no fluid in the cycler. The cassette and bags did not appear to have any leaks. The origin of the leak could not be identified. Pt did not receive any prophylactic antibiotics and has had no adverse effects. Sample was discarded by the pt; sample is not available.

Manufacturer narrative:
The investigation is ongoing. At the completion of the investigation, a supplemental MDR will be filed.